Event description:
Consumer called stating that the controls on her ivc bed (unknown if 5310ivc or 5410ivc) are allegedly reversed. When she pushes the button to go up the bed goes down. The bed is allegedly making noises also.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model unknown ivc, serial number/date code (B)(4) is approximately 4 years 4 months old. The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The serial number supplied by the consumer is invalid. The actual model of the bed is unknown. Model number supplied by the consumer is for a 5301ivc bed end, not an actual bed. Possible beds are 5310ivc and 5410ivc. The malfunction has not been confirmed.